Event description:
It was reported that the patient was presented to the emergency room due to a low heart rate. A fluoroscopy confirmed that the right ventricular lead had dislodged. The lead was explanted and replaced. After the procedure, the patient remained in stable condition.

Manufacturer narrative:
Final analysis found normal device characteristics.